Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgery, it was discovered that the electric pen drive device, the burr attachment device and the drill attachment device were overheating while in use together. According to the reporter, wet gauze was usually lapped around the device during surgery because the device always heated. However, during the surgical procedure, the device touched the patient¿s lip and burnt the patient's lip. No further information was provided regarding the burn to the patient¿s lip. There was a delay to the scheduled surgical procedure. However, the duration of the delay was unknown. It was not reported if spare devices were available for use. There was patient involvement reported. It was not reported what and/or if medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.